Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Customer reported a blood glucose (bg) level of 154 (mg/dl) and delivered a bolus. Customer indicated pump would continue to be used for diabetes management.